Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the tail on the lens malfunctioned when the surgeon started deploying the lens. The surgeon immediately stopped advancing the lens. The surgery was completed on the same day using another unspecified lens. There was no patient harm. Additional information has been requested.